Event description:
The customer's mother reported via phone call that the insulin pump alarmed weak battery and had an unresponsive keypad. The customer's blood glucose was 548 mg/dl, which was treated with 8 units of insulin via manual injection. The customer's mother stated that they had replaced the battery twice, but the insulin pump kept showing weak battery. She stated that she tried to press esc to clear the alarm, but the keys did not respond to button presses. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test or verify weak battery alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.